Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this initial 23mm transcatheter bioprosthetic valve, within a non-medtronic surgical valve, the transcatheter bioprosthetic valve dislodged and moderate paravalvular leak (pvl) occurred. This was the result of the patient¿s anatomy and high valve implant depth. A second 23mm transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.